Event description:
The facility representative reported a colleague infusion pump with failure code 535. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 535 occurred during infusion, which caused an interruption during delivery. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was a faulty uim pcb (user interface module printed circuit board). The uim pcb has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.